Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the clinician app needed patient information re-entered and didn't have any active programs with the exception of the current program. The patient was initially programmed with all seven programs and a group a and the patient didn't know when the programs were no longer available as their daughter did all the communication and was not with the patient at the time of the report. It was noted the patient had a bone density scan on (B)(6) 2021 but no other procedures that could have impacted the device. The hcp was able to activate all programs after troubleshooting. No symptoms or further complications were reported or anticipated.